Event description:
It was reported to boston scientific corporation on july 13, 2010 that an rx biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a (B)(6) male patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during dilatation of the common bile duct, the balloon broke at a pressure of 10-11atm. No pieces of the balloon detached inside the patient. The procedure was completed with another rx biliary balloon dilatation catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: a visual examination of the returned complaint device revealed that the balloon was torn longitudinally. No other defects were found. The condition of the returned device was consistent with the complaint that the balloon broke. The most probable root cause is operational context.